Event description:
Event description guidant received information that this bi-ventricular pacemaker, stored multiple ventricular tachycardia episodes, due to noise on the electrograms (egm). The noise on the competitive right ventricular (rv) lead caused inhibition of pacing. At an earlier time, the clinician related the noise to electromagnetic interference. Today, the clinician was able to recreate the noise in the clinic; however, during replication pacing was observed. In addition, the left ventricular (lv) egm's were not stored on the device and the atrial egm mirrored the ventricular egm, despite the atrial port being plugged. A review of the daily measurements noted the lv lead's impedance had increased from 907 to 1606 ohms. A lead revision procedure was scheduled for this pacemaker dependent patient with chronic atrial fibrillation.